Event description:
It was reported that during the implant attempt, the physician had difficulty fully inserting a stylet into the lead. The lead was removed and a replacement was successfully implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.